Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/17/2017 that on (B)(6) 2017, patient experienced a permanent loss of signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Voltage testing was performed and the transmitter has voltage. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.